Event description:
Discordant advia centaur xp results for troponin ultra (tni ul) were obtained on multiple patients. Results were reported to the physician.the samples were repeated and corrected results were reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant tni ul results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer to evaluate the instrument and data. It was found that the cause of the discordant tni ul results was due to the base reagent loaded in the wash 1 position.the fse proactively replaced the heater coil, primed the instrument, and ran qc successfully. The system is running within specification.no further evaluation of the device is necessary.